Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring and display window cover. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump was received with faded serial number label. Analysis was unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to physical damage. The insulin pump was received with operating currents within specification and passed self test. No audio/beep anomalies were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 9.0 mmol/l at the time of incident. Self test was performed and the insulin pump passed. The insulin pump was returned for analysis.